Event description:
Related manufacture reference number: 2017865-2022-05167. It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator and right ventricular lead exhibited noise oversensing causing inappropriate therapy. No interventions were performed. The patient's condition was unknown.